Event description:
The customer's mother reported via phone call that the insulin pump had a battery out limit. The customer's mother reported changing the device's battery several times and received the same error. During troubleshooting, the customer's mother reported that she was unable to clear the alarm because the insulin pump's buttons were not responding. Blood glucose level was 45 mg/dl at the time of the call. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. However, the pump had a corroded battery tube. No battery out limit alarms were noted. The pump also had intermittent button response due to corroded keypad traces, a missing end cap sticker, and minor scratches on the lcd window.